Event description:
Pt reported obtaining back-to-back blood glucose results of 300 mg/dl and 60 mg/dl, while using the suspect device. Pt indicated that no action was taken based on the device results. No pt injury was reported and no treatment was performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.